Manufacturer narrative:
The device was returned for evaluation and the locking mechanism was found to be loose. The locking mechanism had to be readjusted. The device was manufactured in 2011 with no previous service history. This device exceeded its expected life of 7 years. The complaint event was confirmed. The root cause is due to wear and tear.

Event description:
N/a.

Manufacturer narrative:
Additional information received on 13 dec 2018 that there was no impact on the patient.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the a1059 mayfield modified skull clamp was locking and unlocking too easily. The date of the incident was not specified. It was reported that the device was just coming back from repair. Additional information has been requested.